Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date was ruled out as a potential root cause. Other potential causes of infection are not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, multiple tunneling attempts, patient contraindications, and not using antibiotics preoperatively. However, an improper surgical technique was identified as the device was implanted in a u-shape. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7, includes the following statement: "the electrode array should be implanted straight for optimal performance and must be internalized from the proximal tip to the distal end of the electrode array. Handle the receiver with care." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the cause of the reported issue is unknown, an improper surgical technique (incorrect tool, implanting too deep) was identified as the device was implanted in a u-shape (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a superficial infection near the incision site. Additional information was provided on (B)(6)) 2025. The patient has not decided on next steps. The commercial team member will remain in contact with the physician and patient and will provide additional information if it becomes available.